Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was shocked multiple times for ventricular tachycardia (vt) and ventricular fibrillation (vf) until therapy was exhausted. The shocks were unable to convert the rhythm and an external shock was delivered. This patient also had a left ventricular assist device (lvad). In a review of the electrograms (egms), the rhythm appeared to accelerate after the delivery of anti-tachycardia pacing (atp). Additionally, some of the delivered shocks were not at maximum energy. The lvad was functioning appropriately and keeping the patient's heart pumping. A boston scientific technical services consultant recommended turning off atp and increasing all shocks to max energy. Device programming changes planned to be discussed with the physician. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the patient was on a ventilator. The recommended programming changes were made to the device. It was reported the patient was very ill and septic. The sepsis was thought to be caused from the recent lvad placement procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.